Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative met with the patient and their impedances were high and connections were on red. The patient noted they had a fall 3 weeks ago and after that they stopped feeling stimulation. The patient was sent for an x-ray and then will be booked for a battery revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator is not working for about a week. Patient reported getting settings not available when trying to increase intensity on controller. Controller is at 100% and implant is at 50%. Patient reported that they fell recently and hit their head. Agent reviewed the meaning of the message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they will contact their rep about the issue. 2025-apr-11: additional information was received from a manufacturer representative (rep). The rep reported that the rep double checked the impedances and they saw impedance value of (B)(4). Patient refers that they fall over their battery. Patient saw oor message. Rep reprogrammed patient but they don¿t have any connections working. Patient had a return of pain, cause is not known, issue is ongoing. Healthcare provider (hcp) sent patient for x-ray's and after that he will schedule for a battery revision.